Manufacturer narrative:
S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage located at the case found on 05-apr-2023. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded diagnostics traces and history file using thump. Partially downloaded detailed trace file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 04/05/2023 13:16:25.000 and 04/05/2023 13:16:36.000 according in the detail trace file and error log file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 05-apr-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 04/05/2023 06:59:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/05/2023 08:09:31.000, 04/05/2023 08:09:31.000, 04/05/2023 13:11:26.000. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 05-apr-2023 in the formatted history file.  Unable to generate power management graph and verify power data for low battery alert due to partially downloaded detailed trace file. Insert battery alarm was expected since the battery was removed from the pump. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/02/2023 09:06:00.000, 04/02/2023 09:16:00.000. Unable to test for lost sensor1 alert due to critical pump error (open book image) alarm. Lost sensor1 alert was unknown. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 04/04/2023 05:37:57.000, 04/04/2023 05:47:00.000, 04/05/2023 13:00:30.000, 04/05/2023 13:10:00.000. Unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the battery tube assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm and crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer discontinued using the insulin pump and will be returned for analysis.